Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the left ventricular lead exhibited no capture. The physician attempted to use different polarity configurations and reposition the lead but was unsuccessful. The lead was removed and replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.